Event description:
Pt (B)(6). The "c" shaped retraction tool was used in the dissection. The tool broke in half. The dissecting piece of the harvesting kit was removed from the leg. A thorough examination of the broken instrument revealed a clean break in half of the "c". Both pieces were removed from the leg and accounted for.